Event description:
It was reported that the package arrived with a damaged drill which was not working. No patient impact reported.

Manufacturer narrative:
H3: product analysis :evaluation determined that distal bearing is detached. The likely cause of failure is could not be determined. It was also noted that distal hole is deformed, the laser markings and color band were faded. B3: date of incident or estimated date of incident not provided to manufacturer. Aware date used as date of incident. G3: aware date used as date of analysis performed as the event is reported based on evaluation findings. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.